Event description:
It was reported that the indicator x was not displayed. No patient involvement reported at this time.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center. The rse determined that the restored therapy ii pca kit ((B)(4)) needed replacement and provided the customer with a part number and pricing for a replacement part. However, the customer did not accept the quote. The investigation concludes that no further action is required at this time.